Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A bipap a40 ventilator was returned to a third-party service center for service. There was no harm or injury reported. Review of the download error log indicated ventilator inoperative error code e-50 indicating the difference between the blower pressure sensor reading and the outlet pressure sensor reading was 10 cm h2o or greater for 5 seconds. There was no documentation of any component being replaced to address the issue. The device was tested and passed all final testing.